Event description:
As doctor inserted instrument into the pt through a trocar port, then began tightening instrument it broke / came apart in the pt. Doctor needed to remove / retrieve pieces from the pt and then subsequently needed to x-ray pt to determine if all of the pieces were in fact removed.